Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021 to cauterize granulation tissue at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported) and placed on a two-week course of oral antibiotics (specific date not reported). The patient then experienced mild purulence and developed an abscess at the abutment site (specific date not reported) and subsequently underwent a skin revision surgery on (B)(6) 2023 to drain the abscess. The patient was treated with topical antibiotics (specific date and duration not reported) and placed on a two-week course of oral antibiotics (specific date not reported). Cultures returned positive for mrsa and the patient was placed on another two-week course of oral antibiotics (specific date not reported). The patient was then started on a home IV antibiotics therapy (specific date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6)2023 to remove the abutment. A cover screw was placed on the internal fixture and there are no plans to replace the abutment as of the date of this report. Correction: the initial MDR submitted on october 06, 2023 was filed inadvertently. The date of awareness for the infection is october 20, 2023.